Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture and high pacing impedance. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: d6a and d6b section: previously the implant date and explant date should not be included in the initial report.